Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of plant's investigation.

Event description:
A nurse called technical services to ask about a cycler and reported that a patient had coded and passed away on unexpectedly while at a rehabilitation hospital while connected to the cycler. The nurse was not aware of the cause of death. Medical records have been requested. Identifying information about the cycler was not available.

Manufacturer narrative:
There was no documentation in the medical record supporting a possible association between fresenius dialysis products and congestive heart failure with volume overload or the death. The congestive heart failure with volume overload and death were unlikely related to peritoneal dialysis and likely related to the chronic cardiac medical history. The complaint device is unavailable for failure analysis investigation and the serial number is unknown. All device history records are reviewed and released according to release procedure, a device is not released if it does not meet requirements or is nonconforming. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Event description:
A ccpd peritoneal dialysis patient was admitted for congestive heart failure from volume overload that was stable. She was treated with dextrose 4.25% and 2.5%. A nurse reported that the patient was having respiratory distress earlier in the day and had a chest x-ray. She had a decrease in heart rate to 40bpm and seconds later went into asystole, was coded and passed away while connected to the cycler. The nurse also reported that treatment was completed, they had a net ultra-filtrate of 544ml and the effluent was clear yellow. Cause of death was not reported. No further information will be available.